Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was alleged by the customer that the device over shoots temperature and has issues re-warming. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was identified that the issue was related to device use and not with a device malfunction. Feedback was provided to the user facility on proper use through user training.

Event description:
It was alleged by the customer that the device over shoots temperature and has issues re-warming. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was alleged by the customer that the device over shoots temperature and has issues re-warming. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.